Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient had an infection in her bladder. The patient went to see the healthcare professional (hcp) on (B)(6) and the hcp gave her medication. The patient stated that was the only medication he could give her, and the medication was not good for her. The patient stated on (B)(6) she started having diarrhea. The patient noted she (B)(6) and could not have any kind of medication. The patient stated she could not tolerate anything and the hcp knew it. The patient stated they had called the hcp and notified him of the diarrhea. The patient was asked if the infection was related to the device and the patient did not know. The patient stated she did not know if her device was working or not. The patient reported she was having a lot of leaking and every half an hour she had to go and maybe it was because of the infection. The patient used her patient programmer on the call and the ins was on and the patient was on 4.0 v. The patient increased stimulation to 4.4 on the time of the call. The patient was going to make an appointment with the hcp. The patient noted the infection in her bladder began last week on (B)(6) 2 day prior to them going to the hcp. The patient noted the leaking, the patient having to go every half an hour started almost 2 weeks prior to the call. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: she has had multiple uti's, she did not know when they started or the cause. Patient reported she was treated with antibiotic. There were no further complications that have been reported as a result of this event.